Manufacturer narrative:
(B)(4). D10 concomitant medical products: 00576401551 - femoral component - 63780946. 00596403210 - articular surface - 63693802. 00597206532 - petella - 64398657. 600-15-100 - djo cobalt bone cement - 644c1d0020. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, the patient is being considered for a revision due to loosening. It was reported that no further information is available.